Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that the power consumption was increasing in a gradual fashion. Furthermore, device replacement or reassessment within 90 days was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that the power consumption was increasing in a gradual fashion. Furthermore, device replacement or reassessment within 90 days was recommended. This ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. Visual inspection of the device case and header did not reveal any abnormalities. Review of device memory confirmed a code 1003 was recorded on 18 january 2025. A diagnostic review indicated a constant draw since march 2024. Also, the battery depletion rate was confirmed to be faster than expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was subjected to residual gas analysis testing, which did not indicate any presence of hydrogen or water vapor within the device case. The device case was then cut open to facilitate further internal inspection and testing. The battery voltage was measured to be 2.767 volts. The battery and high voltage capacitors were removed from the electronics assembly, the hybrid was connected to an external power source, and an average current draw was observed. The battery was then sent for further analysis, which identified a latent current leakage path within the battery, which likely resulted in the observed code 1003 and premature battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Tone pattern was reported. Data analysis confirmed low voltage fault and that the power consumption was increasing in a gradual fashion. Furthermore, device replacement or reassessment within 90 days was recommended. This ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.